Manufacturer narrative:
D11: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc201000j/11554494.

Manufacturer narrative:
Revised b1 to capture adverse event.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, embolization(micro and macro) with transient or permanent ischemia, aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, a type ii endoleak and aneurysm enlargement were observed. On (B)(6) 2019, the patient underwent reintervention and a lumbar artery was coil embolized. The patient tolerated the procedure. On (B)(6) 2019, the patient underwent reintervention and a second lumbar artery underwent embolization using n-butyl-2-cyanoacrylate. The patient tolerated the procedure. On an unknown date, enlargement of the aneurysm persisted, a type I endoleak or type ii endoleak were suspected. On (B)(6) 2021, the patient underwent open conversion. The aneurysm sac was resected. The trunk - ipsilateral leg endoprosthesis was cut just above the flow divider, and the lumbar artery was ligated. Stump plasty of the device was performed, and it was anastomosed to the y-shaped graft. The distal sides of the y-shaped graft was anastomosed to the native blood vessels of the bilateral common iliac arteries. The inferior mesenteric artery was anastomosed to the left limb of the y-shaped graft. No proximal type I endoleak was observed. However, a type ii endoleak from the lumbar artery near the contralateral gate was observed. The patient tolerated the procedure. The physician stated that it was type ii endoleak, although it was not clear on computed tomography image.